Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and date of implant dates estimated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: feasibility and 1-year outcomes of subintimal revascularization with superavr stenting of long femoropopliteal occlusions in critical limb ischemia: the (B)(4) study

Event description:
It was reported through a research article identifying supera stents that may be related to occlusions requiring treatment. Details are listed in the attached article, titled, feasibility and 1-year outcomes of subintimal revascularization with superavr stenting of long femoropopliteal occlusions in critical limb ischemia: (B)(4) study.